Manufacturer narrative:
H11: the manufacturer technical service confirmed that the pump head needs to be replaced. As the customer did not agree, the device has been removed from service. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A1-a5: patient information was not provided h11: livanova deutschland manufactures the s5 hlm. The event occurred in (B)(6), united states. Log files were provided: two errors have been identified (433 and 442), confirming the reported failure. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 heart lung machine roller pump 150 was showing 'motor fault' errors along with 2 yellow caution triangles. The issue occurred during procedure. There is no report of any patient injury.